Manufacturer narrative:
The reference c19068 has been allocated to this case by rayner. The patient underwent implantation of an unspecified rayner iol approximately two years ago. The patient required dsaek surgery and this was carried out in early 2019 (date unknown). On an unknown date post dsaek surgery, the patient presented with opacification of the centre of the lens with a slight diffusion around the edge. The iol was explanted on (B)(6) 2019 and the patient received an iol exchange. The explanted lens has been returned to rayner and will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the reported event. Secondary calcification of hydrophilic lenses is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa) (1), multifactorial (6), high phosphate content ophthalmic viscoelastic devices (6) , repeated exposure to intracameral air (4), raised intraocular pressure (4), excessive post-operative inflammation (4), complicated, traumatised eyes (2), as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures (3), trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions (5). References: mhra alert mda/2010/008. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the patient presented with opacification of the centre of the lens with a slight diffusion around the edge on an unknown date after undergoing dsaek surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of an unspecified rayner iol approximately two years ago. The patient required dsaek surgery and this was carried out in early 2019 (date unknown). On an unknown date post dsaek surgery, the patient presented with opacification of the cente of the lens with a slight diffusion around the edge. The indication for dsaek surgery has not been specified by the healthcare facility; however, the procedure is used to treat corneal edema in the setting of endothelial dystrophies (such as fuchs corneal dystrophy and posterior polymorphous corneal dystrophy), pseudophakic bullous keratopathy, iridocorneal endothelial (ice) syndrome, endothelial failure in the setting of prior intraocular surgery or of a previous pk graft, and other causes of corneal endothelial dysfunction. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"), "corneal decompensation" and "endothelial insufficiency." The iol was explanted on (B)(6) 2019 and the patient received an iol exchange. The explanted lens was returned to rayner and sent to a third party independent laboratory for analysis. Opacification was observed on the lens optic. Scanning electron microscopy (sem) appear to show crystalline structures that would be observed following the deposition of the mineral calcium phosphate. Energy dispersive x-ray (edx) revealed that carbon was the main element of the sample, consistent with the material of the acrylic iol. The mineral calcium was also present in the spectroscopy. The device analysis performed confirms calcification of the iol. The calcification of iols has been categorised in published literature into three types; primary, secondary and a third for those incorrectly determined cases (pseudocalcification). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process (2,3). Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects all hydrophilic manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions. Off label use of alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes. As a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's dsaek surgery is likely to be a contributory factor to the development of calcification in this case. References: neuhann, irmingard & kleinmann, guy & j apple, david (2008). A new classification of calcification of intraocular lenses. Ophthalmology. 115. 73-9. 10.1016/j.ophtha.2007.02.016. Syam, p, byrne, p, lewis, g, husain, t, kleinmann, g, mamalis, n, apple, dj, rimmer, t. Hydroview lens implant calcification: 186 exchanges at a district general hospital. Eye 2006/10/20/online 22 325. Https://www.hpra.ie/docs/default-source/field-safety-notices/october-2017/v33214_fsn.pdf?sfvrsn=2. Mhra alert mda/2010/008. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phaco-vitrectomy surgery. J refract surg 2010; 36:1427-1431 p. Morgan-warren et al. Opacification of hydrophilic acrylic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. A dhital et al. Calcification in hydrophilic intraocular lenses. Associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injetion of air or gas: j cataract refract surg. 2014: vol 41, issue 1, p199-2017. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384.

Event description:
On 25th march 2019, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the patient presented with opacification of the centre of the lens with a slight diffusion around the edge on an unknown date after undergoing dsaek surgery.